Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high/low alarm issue was reported with the freestyle libre 2 sensor. A caregiver reported that the sensor failed to alarm when glucose was low and as a result, the customer experienced symptoms of ¿dizziness, confusion, general malaise¿. The customer was unable to treat themselves and required treatment of juice with sugar, 1 glucose, coca-cola, glucagon by a third party. No further information was provided. There was no report of death or permanent injury associated with this event.